Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were trying to set it but they were getting a message that the communicator couldn't be found. The patient said they had it near the device but when they pressed and let go of the power button it did not turn green or any other color, it didn't do anything. The agent asked the patient if they had ever plugged it in and the patient said maybe, maybe not. The agent reviewed some recharging information but they did not have the cord with them at the time of the call and said they would look for it. The agent offered and sent an email with the quick guide. The patient was redirected to call back if they needed further assistance. The patient called back with the communicator charged and patient services walked the patient through connecting to their settings. External devices were functioning as intended. The patient stated they wanted to decrease their stimulation because it was hurting them whenever they were laying down or sitting. The patient stated they hadn't recently increased the stimulation, that the current setting had been set when they had their last follow up appointment with their healthcare provider (hcp). The patient stated the pain had only started more recently but said it had been "a minute" since they'd done something about it. The patient received the 'device not responding a few times' message and patient confirmed they felt the implant under the skin but stated at certain times, depending on how they laid or sat, they felt like the stimulator would "swell" and that if they didn't put much pressure on it, it didn't swell. The patient denied that the implant site felt warm to the touch and stated that maybe it was in their head. The patient repositioned the communicator and was able to successfully connect to their settings. The therapy was on at 4.5 ma and the patient brought the stimulation down to 4.2 ma and they stated they already felt much better. Patient stated it felt better even when they would lift their leg up in the air when they were laying down so they knew that turning the stimulation down resolved their issue. Patient stated the "swelling" had also been happening for a "minute" as well. Patient said the were going to monitor their symptoms now that a change had been made and follow up with their hcp about the pain and the swelling . Patient stated they were trying to hold off until next month when they had their hcp appointment but they may contact the hcp sooner.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.